Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. The customer mentioned that he calibrated all transducers and all passed but after accessing the event log the customer noted transducer fault. The technical support recommended replacing the mainboard since a transducer fault indicates a mainboard issue. Also recommended to the customer to upgrade their software to the latest version. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator was having vent inoperable/inop and transducer/xdcr fault alarm. At this time, there is no information regarding patient involvement associated with the reported event.